Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was originally reported by the field clinical specialist (fcs), approximately 1 year 7 months post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the patient presents moderate paravalvular leak (pvl) and moderate stenosis of the tavr valve. The patient underwent a valve in valve procedure with a 26 mm sapien 3 ultra valve. The patient was doing good after tavr. Per the team, there was no edwards device pre mature failure or malfunction involved. However, per medical records review, approximately 1 year 7 months post tavr, the patient was re-admitted for moderate to severe perivalvular regurgitation with class iii to IV symptoms of congestive heart failure. A viv tavr procedure was done with a 26-mm s3 ultra via transfemoral route. The 2nd valve was deployed with +1cc added to the nominal volume. Post procedure tee revealed no perivalvular regurgitation, the mean gradient was 10 mmhg. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. There were no procedural complications or report of an ew device malfunction. On pod-1 the patient deemed stable for discharge home. The medical records provided did not mention aortic stenosis, the valve in valve was done due to pvl. The 30-day post viv tavr tte reported: a bioprosthetic stent-valve is present in the aortic position. There is no evidence of paravalvular aortic regurgitation. The peak transaortic gradient is 22 mmhg. The mean transaortic gradient is 11 mmhg.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 7 months post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the patient presents moderate paravalvular leak (pvl) and moderate stenosis of the tavr valve. The patient underwent a valve in valve procedure with a 26 mm sapien 3 ultra valve. The patient was doing good after tavr. Per the team, there was no edwards device premature failure or malfunction involved.